Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on may 1, 2025. Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment. Block h11: correction block b5 (describe event or problem) has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the two bands were shot out simultaneously. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on may 1, 2025 it was clarified that the indication of the procedure was for esophageal varices.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the two bands were shot out simultaneously. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.